Event description:
Customer reported a hardware error message and communication issue from the pm-9000 express monitor, which may have affected gas monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacements of the unit's gas module. Unit was safety tested to factory's specifications.